Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio¿ device has the cage detached. The suture was loaded in the carrier and extends and retracts without any problem. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio¿ was used during an unknown procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.